Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing during the fill tubing step. The customer's blood glucose (bg) level was 404 mg/dl at the time of event. However, the customer stated that the bg level was elevated due to eating a large breakfast and when the customer went to change the supplies, the air bubbles were noticed in the tubing. The bg level was addressed with a manual injection. The customer primed the tubing until air was removed.